Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The physician did not specify malfunction but suspected that ipg had reached end of life. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 12 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The physician did not specify malfunction but suspected that ipg had reached end of life. The patient was doing well postoperatively.